Event description:
During traction removal, the internal dome broke and fell into the patient's stomach. The indwelling period was 124 days.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.